Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that when attempting to power their device off, the display went blank but the device would not power off completely as all the leds were still illuminated. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. The reported event took place after a patient was successfully transported to the hospital. There were no reports of an issue with the device during use with the patient.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio-control replaced the system pcb assembly to resolve the issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio-control further evaluated the removed system pcb assembly and was unable to duplicate the reported issues.

Event description:
The customer contacted physio-control to report that when attempting to power their device off, the display went blank but the device would not power off completely as all the leds were still illuminated. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. The reported event took place after a patient was successfully transported to the hospital. There were no reports of an issue with the device during use with the patient.